Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K122734. When additional information becomes available a follow up will be submitted.

Event description:
It was reported that the needle detached easily from the thread. The reporter indicated that during a rear/back labiaplasty procedure the needle detached easily from the thread. Per the surgeon, this needle is not a detachable suture. There was no delay over 15 minutes and the patient outcome was good. There is no patient data available.

Manufacturer narrative:
Investigation: samples received: (B)(4) unopened pouches. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received (B)(4) closed samples for analysis. Tightness test to the samples received has been performed and the units are tight. We have tested the needle attachment strength of all samples received and the results fulfil the requirements of the european pharmacopoeia (ep):1.95 kgf in average and 1.26 kgf in minimum (ep requirements: 1.12 kgf in average and 0.46 kgf in minimum) reviewed the batch manufacturing record, there are no incidences related to this issue and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.